Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with non-sustained ventricular noise alert. Upon interrogation, it was noted that right ventricular lead exhibited noise oversensed and low pacing impedance. A chest x-ray was performed and it revealed that the lead exhibited externalized conductors. Programming changes deactivated the lead. Lead extraction was discussed. The patient was stable.